Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device did not work in the procedure. There was no patient injury. Additional information has been requested but not yet received.